Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported alarms were not generated and the patient coded, requiring resuscitation. The patient was transferred to another bed and being monitored from there. Biomed reviewed the clinical audit log, noting alarms for vent fib/tach, spo2, asystole and extreme tachycardia however, further assistance was required. Good faith efforts are being performed.

Manufacturer narrative:
The customer biomed requested help in the clinical audit trail to gain visibility of the event. The biomed was unable to create the audit trail with guidance and requested onsite help. A philips field service engineer (fse) went onsite to help pull data. The fse was unable to pull any data from the monitor due to the customer had pressed the ¿end case¿ key on the monitor, causing all patient data to be removed allowing the monitor to be ready for the next patient use. Based on the results of the analysis, the product malfunction was unable to be confirmed. The customer continued to use the monitor on other patients and this monitor was never taken out of service to maintain any data during the timeline the customer wanted the information. No patient data could be pulled from monitor. The device is still in operational and working per specification. A review of the service history for this device shows the problem has not been reported again for this device.